Event description:
This report is being filed after the subsequent review of the following journal abstract: infection risk for titanium rib incisions affected by frequency of reopening. Garg, s (2014) infection risk for titanium rib incisions affected by frequency of reopening. Spine surgery retrieved from http://www.healio.com/spine-surgery/infection/news/online. This was a retrospective study (institutional database study) of 103 patients who underwent treatment for chest and spine deformity with the vertical expandable prosthetic titanium rib (veptr). Patients in the study had a minimum of four expansion surgeries. Twenty-five patients developed infections, and six patients had more than one infection. Infections occurred among those in whom the same incision was opened an average of three times. Also, the rate of infection increased with the number of times an incision was opened. It was noted that the most common infection was staphylococcus aureus. This report is for unknown veptr. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Garg, s. (2014) infection risk for titanium rib incisions affected by frequency of reopening. Spine surgery. Retrieved from http://www.healio.com/spine-surgery/infection/news/online. This report is for an unknown vertical expandable prosthetic titanium rib (veptr). Without a lot number the device history records review could not be completed. The investigation could not be completed: no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.